Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the battery compartment was found to be cracked. The pump failed a leak test due to the battery compartment crack. The pump case was opened and evidence of moisture corrosion was found on the internal components. Additionally, the display screen was found to be dim and discolored. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, moisture in the pump, and a display screen issue. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.